Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine "20 mg at 11 mg", hydromorphone 20 mg/ml at 10.993 mg/day, clonidine 200 mcg/ml at 109.93 mcg/day, and bupivacaine 5 mg/ml at 2.7482 mg/day via an implanted pump for spinal pain. A bridge bolus was performed and prialt 4 mcg/ml at 2.1985 mcg/day was added. A pump volume discrepancy occurred on an unknown date in 2016. Troubleshooting performed included a dye study and the volume discrepancy had not been resolved. During the refill the hcp was removing more drug than anticipated. The specific volumes were not provided. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included normal refill procedures and it was unknown what actions/interventions were taken to resolve the issue. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". Surgical intervention did not occur; however was planned and had not been scheduled.

Event description:
Additional information was received from the representative on 2017-apr-20. It was indicated that the reported product had been returned. No further complications were reported or anticipated.

Event description:
Additional information was received from the representative on 2017-may-10. It was reported that the pump was returned three to four weeks ago. It was indicated that a manufacturer return box was used and was dropped off at the post office. It was noted that the representative did not have a tracking number. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that according to the patient he was experiencing an increase in pain and the healthcare provider¿s office requested a pump replacement. The patient stated they had a return of pain and the healthcare provider¿s office was getting more drug than expected from the reservoir at refill. The pump was currently delivering dilaudid 20mg/ml at 12mg/day, clonidine 200mcg/ml at 120mcg/day and bupivacaine 5mg/ml at 3.0mg/day via an implantable pump. The pump was replaced. The issue was resolved at the time of the event and the patient status was noted as alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.